Event description:
It was reported that the atrial lead experienced a decrease in impedance. The lead had been unipolarized. It was also reported that the patient does complain of pectoral muscle stimulation when being paced in the atrium. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.